Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. A review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s).

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) does not power on; it blows fuses. It is unknown under what circumstance this event occurred; however, no injury, death or surgical delay was reported.